Manufacturer narrative:
Initially, it was assessed that this was a hemostatic valve separation. The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation and it was observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on 3-aug-2021. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the vizigo sheath. Microscopic examination of the hemostatic valve surface has shown evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record review (DHR) was performed for the finished device 00001518 number, and no internal action related to the complaint was found during the review. Based on the DHR, d 4. Expiration date and h 4. Device manufacture date have been updated. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. During the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small dislodged when the dilator was inserted. The sheath was replaced with an alternative product. The issue occurred before the sheath was used on the patient; therefore, no patient consequences occurred. Additional information was received, and it was reported that the hemostatic valve (gasket) did not break into two or more separate pieces. The valve become detached from the sheath.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on(B)(6)2021 and it was observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub. The hemostatic valve issue remains assessed as MDR reportable. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)